Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
Doctor reported that implant at tooth sites 46 and 47 had to be removed. Implant fracture was reported at tooth site 46 and inflammation has been previously reported for tooth site 47. This report is to submit the fracture event on tooth location 46.